Event description:
It was reported by service report that the head end plastic cover was damaged and there were exposed sharp edges that could cause lacerations/cuts. No pt involvement or adverse consequences are reported.